Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Additional information: code "2588 - defective device" was added as this lead was damaged during the explant procedure.

Event description:
It was reported that this right atrial (ra) lead had non-product experience. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information received indicates that the system was explanted due to infection. The pacemaker was reused as an external temporary pacing connected to a temporary lead. The explanted leads will not be returned as they were damaged during extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the lead was damaged during extraction. There were no additional adverse patient effects reported. The ra lead was explanted.